Manufacturer narrative:
The devcie has not returned for investigation. If the device returns an investigation will be performed at that time. DHR has been reviewed and all devices passed final inspection.

Event description:
Patient reported the device left vertical and horizontal red marks after using the device. Patient stated the device got very hot to the touch.